Event description:
Acct. Reports that when they access the septum on the injection site on the top of the burrette, the septum is pushing into the burrette. States they use the bd twin pak and they are "pretty sure" that the nurses are not using the metal end of the twin pak to access the septum. States they have had 4 incidents, one sample available. No pt injury reported.